Event description:
The customer reported that the insulin pump alarmed an error while running the manual prime test. Troubleshooting was performed. The customer stated that the numbers were not ramping while holding the activate button. Instructed the caller to remove the reservoir from the insulin pump and ran a displacement test. The test passed. The customer placed back the reservoir and ran again the manual prime, but the insulin pump alarmed an error. Advised the customer to discontinue using the device and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test. The device had an error and motor error alarms during the basic occlusion test as a result of a loose drive support disk.